Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, non-penetrating nick were observed and none of the observations. Are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, g2, h3, h6.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported rupture diagnosed via ultrasound and MRI. This record is for the right side. The device was explanted and replaced.